Event description:
This lead was replaced because the pt was complaining of diaphragmatic stimulation. During follow up, the lv lead vector changed multiple times with no stimulation noted at 1.6 volts. The lead was retained by the hospital. Should more information be received, this file will be updated.